Event description:
According to the facility "the clipper caught fire".

Manufacturer narrative:
According to the facility "the clipper caught fire". Per the facility the "room was unoccupied for the weekend and staff found the unit, however, there was no witnesses to the actual incident". Per the facility the fire originated from the clipper vs the outlet the device was plugged into. Per the facility there was no patient involvement. The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.